Event description:
The reasons for repair were given as a bur broken inside the collet of the power drill and a loss of air pressure from the cable attachment. No additional info could be obtained from the foreign distributor.